Event description:
The customer reported that the ventilator gave vent inop and post dac or adc error during maintenance. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found on power-up the unit is going immediately into vent inop. Pcba was installed into a known good vela test vent and calibration was performed. The event log has many dac or adc errors and some vent inop errors. Duplicated the complaint allegation of vent inop and post dac or adc error. Defective 100k ohm resistor issue is addressed in internal correction.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the main pcba to resolve the issue. Eval by the carefusion failure analysis tech is anticipated but has not yet begun.